Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving dilaudid (2.0 mg/ml at 0.7493 mg/day) and bupivacaine (30.0 mg/ml at 11.239 mg/day) via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6). It was noted the cause of the patient's being very drugged up was the dose of hydromorphone was increased.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving compounded baclofen and hydromorphone via an implantable pump. The indication for use was noted as spinal pain. It was reported the patient's wife reported the patient seemed "very drugged up" following pump refill and it dose increase 6 hours earlier on (B)(6) 2017. The clinical diagnosis was it medication side effects. It was indicated the event was related to the device or therapy and related to the drug hydromorphone with the cause being increased dose. The patient was advised to hold all oral medications to offset this side effect. The patient's wife noted the patient did not take oral medications since 7:30, their pump was refilled and adjusted at 10:10 on (B)(6) 2017. The patient's wife reported the issue had subsided and resolved without sequelae on (B)(6) 2017.